Event description:
Boston scientific received information that that during a routine follow up visit, this pacemaker was found to be at end of life (eol) in (B)(6) with a year and a half of life remaining according to the explant indicator. At that time the device was reprogrammed, which worsened the patient's heart due to their chronic atrial fibrillation (af). Subsequently the patient was hospitalized and scheduled for a device replacement. Premature battery depletion was suspected. The pacemaker has been explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol) . The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated. As no further information concerning this report is expected, our investigation is complete. The device was archived at boston scientific.